Event description:
International affiliate reports pt's clinical condition deteriorated and showed signs of papillar edema. It was considered that these signs could be a result of valve malfunction. A new valve was implanted and the condition of the pt improved.